Manufacturer narrative:
Age at time of event : 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel. A 6.0-4/4t/90 symmetry¿ balloon catheter was advanced for dilation. However, during the first inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another 6×4symmetry balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR:the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon had been subjected to positive pressure. Blood was visible within the balloon which is evidence of a device leak. The device was attached to an encore inflation unit and positive pressure was applied when liquid was observed escaping from a longitudinal tear in the balloon body. The longitudinal tear began 7mm proximal to the proximal edge of the proximal markerband and extended distally for a total length of 15mm. No issues were noted with the balloon material that could have contributed to the complaint incident. An examination of the markerbands and tip identified no issues that could have potentially contributed to the complaint incident. A visual and tactile examination of the shaft identified no damage that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel. A 6.0-4/4t/90 symmetry¿ balloon catheter was advanced for dilation. However, during the first inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another 6×4 symmetry balloon catheter. No patient complications were reported and the patient's status was stable.